Manufacturer narrative:
On apr 8, 2024, additional information was received indicating a device (lot 6604682) received on mar 26, 2024, is the impacted product for this side. The appropriate fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant was found to have a tear on the anterior view, near the valve system, measuring approximately 2.0 cm. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 300cc breast implants and experienced bilateral deflation post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2024. This report is for the right breast prosthesis. See manufacturer report number 1645337-2024-02716 for contralateral side.

Manufacturer narrative:
On mar 12, 2024, additional information was received indicating the patient was involved in a car accident which may have caused or contributed to the event. The date of event was identified as jan 20, 2024. The replacement devices were identified as mentor saline breast implants (serial numbers (B)(6) and (B)(6). H6. Health effect - clinical code e2402: chest injury manufacturer¿s reference number: (B)(4).